Event description:
On 26 nov 2024, senseonics was made aware of an incident where user received an glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
B4.date of this report 21 january 2025. G3.date received by the manufacturer? 21 january 2025. H6.medical device problem code (a) corrected to 1516.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.the RMA was authorized to offer the user a sensor replacement. B4.date of this report 21 february 2025 g3.date received by the manufacturer? 21 february 2025 h3. Device evaluated by manufacturer?no h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.